Event description:
Patient had an infection and the device was removed. .email from patient on (B)(6) 2023 with complaints of post op pain the same day as the implant procedure was completed. Per patient email: "I'm surprisingly miserable. I thought this would be simple, but I'm in more pain then my last 6 surgeries-even my hysterectomy:( my pain normally is my left side ribcage and sadly that's right where the device is. Which I was aware it would be. But it hurts :( I can feel every impulse and it's like waves of a twisted knife going in a circle. Also, one of my incision is about 3in wide which is much bigger then all of my others I have had. I am hoping this increased pain is the gas still in me but we shall see in a few days. I'm not going to say I regret anything yet, because I don't yet, but wow am I in pain."